Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon device interrogation, the atrial lead exhibited high pacing impedance and high capture threshold. The atrial lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.